Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering insulin properly. Customer stated that he thought the reservoir is giving too much insulin; as he has not experienced the problem with other box of reservoirs. Blood glucose value is 140 mg/dl. Customer has been experiencing low blood glucose for the past month. It was stated that the drive support cap is recessed. Customer was disconnected during the prime sequence. It was confirmed that the time and date were incorrect in the insulin pump. Customer was assisted on reprogramming the time and date and was advised that the low blood glucose were due to the insulin pump not being programmed correctly. Nothing further reported.